Event description:
It was reported that a clinical educator contacted support because the ilet user continued to receive ¿insulin set expired¿ alerts after changing infusion set and cartridge supplies. The agent identified that the user had not completed the fill cannula step during the supply change. There were no reported symptoms. Outcomes included troubleshooting and user education. Investigation included customer interview and guided troubleshooting. Investigation of this case revealed user error related to incorrect supply change steps, specifically omission of the fill cannula step, consistent with an infusion set and cartridge change workflow issue. It was concluded, based on previously established findings for similar reports, that the cause was use error.